Event description:
It was reported that no alert has been noticed and even if batteries have been changed, the pico pump did not restart. Based on the limited information available to smith & nephew at this time, this event is deemed to be a device malfunction pursuant to 21 c.f.r. Part 803.3. Smith & nephew is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. This report does not constitute an admission that the device caused or contributed to the event described in this report.